Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the user failed to interrogate the subject ICD. Preliminary analysis revealed that this ICD was reset 3 times around (B)(6) 2013. The origin of these resets remains unknown but data corruption is suspected. All attempts to perform a complete re-initialization failed due to a programmer software anomaly. The ICD remained in backup mode since the reset (safe mode of operation). Recommendations have been provided to the subsidiary.